Manufacturer narrative:
Based on the analysis results, this complaint is now determined to be an MDR malfunction. The analysis site confirmed the customer complaint and per the service manual performed service and functional tests and found the holster's green cable had a split in it, causing a loud grinding noise. To correct the complaint, the analysis site repaired the green cable by adding heat shrink to the green and blue cables. The analysis site also replaced the port shaft due to it was bent, the e-clip was replaced due to it was damaged during disassembly. After servicing the unit passed all testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the hoslter is making a loud grinding noise while taking a sample during a breast biopsy. Another holster was used to complete the case with no consequence to the pt.